Manufacturer narrative:
The device was returned to the resmed manufacturing facility located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed an alarm and had a power failure. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by the resmed manufacturing facility in (B)(4). Review of the device log confirmed the occurrence of a power failure in the device. The investigation determined that the reported power issue was due to an isolated component failure of the internal battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported for this incident. (B)(4).